Manufacturer narrative:
(B)(4). Date sent: 11/19/2024 d4: batch # unk additional information was requested and the following was obtained: "how did device not work? =>the doctor felt strange when he/she used the product.did device jammed (not fire clips)?=>no. Did device not feed clips? =>no.did device drop or eject clips? =>no.did device sideways feed clips?=>yes. Did device fire malformed clips? =>yes.did device fire scissored clips? =>unknown." An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, it felt uncomfortable to operate the handle, and when the device was tested outside the body, the clip appeared to be unformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.